Event description:
During pt use, the "no external power" alarm occurred while the ventilator was plugged into ac power. The ventilator continued to deliver breaths. However, the pt was manually ventilated during transfer to a second ventilator. No permanent pt injury occurred as a result of this event.

Manufacturer narrative:
Although requested, pt info was not provided.